Event description:
It was reported that the pt felt pain and the surgeon found that the distal screw was broken. The screw head was removed.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be submitted on a supplemental report.